Manufacturer narrative:
A ge service rep performed an onsite investigation. The general purpose operating system (gpos), real time operating system (rtos), and the hard drive were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.